Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device, evita v800, "restarted during ventilation and then resumed normal ventilation". No patient health consequences were reported.

Manufacturer narrative:
The log file of the affected device, evita v800, was made available and analyzed. The log file shows that the device performed three consecutive restarts of the gui software process for the ecd display unit after the user selected the alarm log file on the display unit. Since the three restart attempts of the gui software process were not successfully completed within the expected time ('time-out' problem), a restart of the entire system (ventilation unit and display unit) was performed which mitigated the problem. For safety reasons, the safety software analyzes and verifies the correct device function. If the safety software detects a deviation of the ventilation unit from the correct device function, it requests a restart of the ventilation unit and the display unit at the same time as a specified reaction. During a restart, ventilation is temporarily interrupted and the secondary audible alarm signal of the ventilation unit sounds. Meanwhile, the inspiratory valve is open against the environment to allow the patient to breathe spontaneously. Finally, the restart is indicated by the alarm message "ventilation unit restarted" on the display unit with an audible alarm tone sequence and the secondary audible alarm signal of the ventilation unit stops. In the current event, the ventilator alarmed the situation as specified and automatically resumed ventilation with the last settings after the entire system had been restored. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device, evita v800, "restarted during ventilation and then resumed normal ventilation". No patient health consequences were reported.